Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the case of the insulin pump was cracked. Customer had to restart the insulin pump, display was frozen, after that was everything okay again. Self test without any errors. No harm requiring medical intervention was reported. The device will be returned for analysis.